Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with "220-240" units of insulin during the load sequence. Reportedly, the customer was not using proper cartridge air removal steps. Reportedly, the customer was unable to load a new cartridge at the time. Customer¿s blood glucose level was 200-300 mg/dl.